Manufacturer narrative:
.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a follow-up CT discovered a type ib endoleak from the left common iliac artery due to a proximal migration. The physician decided to place a limb to extend to the external iliac artery. During the deployment of the first 2cm of the endurant 16x13x199 the physician found that the stent graft was moving with the outer sheath and was not able to deploy. The cause of this could not be determined. The physician implanted 16x13x156 and 16x13x93 endurant stent grafts instead and the endoleak was resolved. The cause of the type ib endoleak was due to proximal migration. No additional information is available. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.